Manufacturer narrative:
(B)(4). Concomitant medical products: p/n 010000663 lot 6151278 (shell); p/n 00625006535 lot 63977222 (screw); p/n 00625006525 lot 63989392 (screw); p/n 110024463 lot 014970 (metal liner); p/n 00877502801 lot 2933892 (head); p/n 00771101240 lot 63841994 (stem). Study - (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had failed closed reduction of dislocation that resulted in disassociation requiring revision surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event was confirmed with medical records received. Patient seen for l tha dislocation with failed attempt at reduction at osh. Successful reduction under conscious sedation with superolateral subluxation of femoral head and circular lucency concerning for dislodgement of outer femoral head. Patient unable to recount event in its entirety; however, states he tripped over a dog bed tuesday morning. Subsequently, fell to the ground and hasn¿t walked since. Patient c/o pain that is worse with movement and improved with immobilization. Pain does not radiate. Patient has abrasion on l side of forehead but denies loss of consciousness. Patient reports no injury or issues to l tha prior to fall and has not utilized walker. L leg shortened and internally rotated. Superficial abrasion over knee and shin. Full and painless active and passive rom at knee and ankle. X-ray shows l tha with superior dislocation and circular lucency concerning for outer femoral head dislodgement. Revision for dislodged dual mobility tha liner/l hip dislocation. Blood loss 250ml. 1 yr s/p successful l tha. Fell over dog and landed hard directly on l hip. Attempted to reduce unsuccessful. Poly femoral head located posterior and superior to acetabulum. Extensive bruising and hematoma about the l hip. Osteointegrated components were well positioned and fixed. Hematoma evacuated. Poly head encountered dislodged from acetabulum and ceramic femoral head sitting posterior/superior was removed. New components placed. No intraoperative complications noted. X-ray shows transverse fracture of the left femoral neck with eventual total hip arthroplasty which demonstrates a superior dislocation. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.